Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent difficult to deploy occurred requiring additional device. The target lesion was located in the c1 segment. A 10.0-24 carotid wallstent was selected for use. During deployment, the distal end of the stent opened appropriately; however, the proximal end initially failed to open. Following repeated deployment attempts, the stent was successfully deployed. Due to the occurrence of slight vasospasm, the procedure was concluded as quickly as possible. The procedure was completed with another of same device. The patient remained stable post-procedure.